Manufacturer narrative:
(B)(4). A needle that broke at the point end, without the point, was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: gk2489 mfg date 09/01/2013; exp date 07/31/2018, and gh2708 mfg date 07/01/2013; exp date 07/31/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that patient underwent an adnexa tumor extraction on (B)(6) 2013 and suture was used. When suturing the peritoneum, the surgeon felt that the needle did not pass through the tissue smoothly. The surgeon thought that the needle tip was blunt or may have been broken. Post operative, x-rays were done which did not reveal any needle fragment in the patient. However, the surgeon opines that a needle fragment may have been retained in the patient.